Event description:
It was reported that the foley had sequestered. The balloon had been inflated with 10 cc over the weekend, and by monday morning the balloon was smaller as only 5 cc was aspirated. Upon reinflation, the balloon was found to be irregularly shaped. This event was one of multiple temperature sensing foley incidents that had occurred in the past few weeks. Additional events were described in the attached questionnaire.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley had sequestered. The balloon had been inflated with 10 cc over the weekend, and by monday morning the balloon was smaller, as only 5 cc was aspirated. Upon reinflation, the balloon was found to be irregularly shaped. This event was one of multiple temperature sensing foley incidents that had occurred in the past few weeks. Additional events were described in the attached questionnaire.